Event description:
The customer reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that using a third-party wall adapter was not recommended and a replacement tandem mobi wall adapter, charging cable, and charging pad were sent via two-day shipping. The customer confirmed the shipping address, and after receiving tracking information, no further actions were required. The pump has been replaced, and the case was closed.